Event description:
It was reported that the customer went to the emergency room (ER) subsequently hospitalized with a low blood glucose (bg) level, value not provided. Cause was not known. Reportedly, the customer experienced a seizure while driving resulting in an automobile crash causing the customer to fracture their hip. The customer was treated with intravenous fluids of saline to address the bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer decline troubleshooting with tandem technical support, no additional information was obtain.